Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery device, battery casing device, (B)(6) 2021. A review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger fixation of the battery oscillator device was loose. It was further determined that the trigger could be turned out of its guidance, hence the trigger was not working reliably. The device was visually inspected, and it was determined that it failed the visual inspection. The trigger fixation was tightened, and as a result, the device passed all functional testing without failure. It was determined that the device worked well, and the corroded contacts were unlikely to have contributed to the low power. It was further determined that it was likely the device was used with a loosened trigger which as a result reduced the magnetic field which triggered the sensors of the electronic control unit, hence the power consumption of the motor. It was noted in the service order that during a total knee arthroplasty (tka) surgery for the osteoarthritis of the left knee, when the surgeon used the device, it was discovered that the power was weak; and therefore, the osteotomy could not be performed. It was further reported that the surgeon changed the battery device during the operation. However, the issue did not improve. The device was also used together with the battery casing device. It was reported that there was less than a thirty-minute delay to the surgical procedure. A spare device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.